Event description:
Customer called on 01/16/2012 reporting that the coulter ac*t diff 2 analyzer gave a low complete blood count (cbc) results of white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), hematocrit (hct) and platelet (plt) without instrument generated flags for 6 patients on three different days. Customer stated that the erroneous results were reported out of the lab. Customer proceeded to rerun patient samples and the higher cbc results were determined to be correct. This report is for the erroneous patient results generated on (B)(6) 2012. Please see medwatch #1061932-2012-00367 and 1061932-2012-00369 for the report on the other 5 patients. Customer reported of generating erroneous results for a patient sample on (B)(6) 2012. Customer proceeded to rerun the sample on the same instrument and determined that the higher cbc results to be correct and an amended report was reported out of the lab. There was no change to patient treatment attributed to this event and therefore no injury or death was also reported. Field service engineer (fse) was dispatched and replaced the mixing bubble check valves, the probe wipe assembly and the probe. Based on the information provided, root cause cannot be determined although the issue has not reoccurred since the instrument was serviced.